Event description:
Procedure: laparoscopic colecystectomy. Reportedly, while the surgeon was washing the surgical cavity after the organ was removed, he found a foreign body in the cavity. It was removed without difficulty. It has not been ascertained whether the foreign material was from the device. No pt injury reported.